Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged under delivery and high bg found on 29-nov-2021. Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and delivery accuracy test at .0871 inches. No unexpected alarms/alert/anomalies noted during testing. The following alarms/alerts were noted in pump alarm history on event date: pump error 53 at 6:31 pm. The history/trace downloads were successful using thus and carelink. Confirmed pump error 53 on 11/29/2021 at start time 18:31:47.000. Line number: 56332 file number: (B)(4). The daily total of bolus delivered on 29-nov-2021 was 17.5 u. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay. Unable to verify customer alleged for high bg or possible under delivery anomaly. Pump error 53 confirmed due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the customer alleged the insulin pump was under delivering insulin because customer had unexplained high blood glucose levels. Customer¿s blood glucose level at the time of incident was 20 mmol/l. Customer¿s current blood glucose level was 15.5 mmol/l. Customer had been using insulin pump system within 48 hours of reported high blood glucose incident. Auto mode feature was activated at the time of incident. Customer was assisted with troubleshooting. Insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.